Event description:
Related manufacturer reference number: 2017865-2023-51186. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post sensed t wave oversensing and premature battery depletion on the implantable cardioverter defibrillator (ICD) it was also noted via c arm was dislodgment the right ventricular (rv) lead. The physician elected to explant and replace the ICD and the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: for h6 coding for product not returning.

Event description:
Correction that post sense t wave oversensing on the right ventricular (rv) lead.

Manufacturer narrative:
Correction: for b5 and h6 for missing post sense t wave oversensing complaint.